Event description:
It was reported that during an unspecified procedure, packaging issues were encountered. The occlusion balloon packaging was opened, and an equalizer balloon was found inside. There was no patient contact with this device.